Manufacturer narrative:
Additional information: h11 - it was later clarified through medical affairs details that the initial reported report was not an adverse event or serious event and should be disregarded - n/a. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - dilated pupil. H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Claim#: (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, pupil dilation. The lens was explanted and replaced with a shorter length lens but this did not resolve the problem. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.